Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the device would not form clips properly. There was no consequence to the pt. 07/21/1997 another er320 was opened to complete the case.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. D6; device returned with no lot ID. Visual inspections & results: clip in jaws, yes; damaged jaws, damaged feed bar, damaged floor, damaged handle shrouds, damaged other, damaged tip shrouds, damaged trigger, damaged tube, and damaged weld seams, no; and damaged cutter, na. Functional tests & results: antibackup functional, firing: feed conforming and form conforming, jaws: hold clip, and lockout functional, yes; jaws: inside width at tips, .178; and number of clips fed and formed, 9. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and formed properly.